Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds after implant and low impedance indicating a dislodgement, however, the rv lead could not be repositioned until two months later that it was surgically abandoned and new rv lead was implanted. No additional adverse patient effects were reported.